Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their interstim is not working. The patient stated that they cannot get the controller to connect with the implant. The patient is seeing the synchronize screen. The patient stated that they then always see the poor communication screen with and without the antenna. The patient also stated that they had a return of symptoms that led to them trying to use the programmer last week and seeing the poor communication screen. The patient mentioned becoming frustrated for about the past week as they have been unable to connect the past week. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.